Event description:
Reporter alleged obtaining a discrepant blood glucose result of 235 mg/dl on a patient using the inform system compared back to back with a result of 106 mg/dl on he lab system when testing was performed within 10 minutes. No action were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.